Manufacturer narrative:
Details of complaint: the customer reported that the central nurse station (cns) had a blue screen and spontaneously rebooted. Upon rebooting, it prompted for a password, but they did not have one. Technical support (ts) provided them with the known cns service password and administrator password, but neither worked. No patient harm was reported. Investigation summary: evaluation of the returned unit found visible rear case damage, lcd backlight bleeding, and evidence of hardware degradation, but the reported issue could not be duplicated during testing. The root cause is hardware failure affecting display and system stability. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The customer reported that the central nurse station (cns) had a blue screen and spontaneously rebooted. Upon rebooting, it prompted for a password, but they did not have one. No patient harm was reported.

Event description:
The customer reported that the central nurse station (cns) had a blue screen and spontaneously rebooted. Upon rebooting, it prompted for a password, but they did not have one. No patient harm was reported.

Manufacturer narrative:
The customer reported that the central nurse station (cns) had a blue screen and spontaneously rebooted. Upon rebooting, it prompted for a password, but they did not have one. Technical support (ts) provided them with the known cns service password and administrator password, but neither worked. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.